Event description:
Upon completion of a cardiac catheterization, the angioseal closure device failed to close the arteriotomy in the femoral artery and a perclose device was utilized for attempted closure. The perclose device failed to close the arteriotomy in the femoral artery and manual pressure was applied resulting in a hematoma.